Manufacturer narrative:
The reported event of fogarty catheter balloon with inflation difficulties was confirmed. The balloon was found to be torn around circumference at the distal side. Closer examination found that the balloon appeared deteriorated and small holes were observed. After cutting the proximal windings, the edges of holes did not appear to match up. Per eas556 rev.br, latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of the fogarty catheter did not inflate during the inflation test before use. The same problem was confirmed with a total of five catheters from two different lots on two days. All of them were prepared for use in the same patient. Other complaints were opened for the remaining catheters. There were no patient complications reported. Additional information on the product storage and shipment was obtained from the sales rep. At the distributor storage, products are delivered by the distributor to the hospital with minimal delay and storage time upon product receipt from ew. The products are delivered by the distributor with the catheters in the outer box. At the hospital, catheters in the outer box are stored at the catheter lab storage. The catheters are taken out of the box when needed for procedures. Per pe findings, catheter balloons were found to be deteriorated with small holes. Edges of the holes did not match up.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.